Manufacturer narrative:
(B)(4)

Event description:
It was reported that the provider encountered resistance while attempting to withdraw the guidewire through the catheter. During this process, the guidewire fractured while both the guidewire and catheter were still positioned within the patient. An x-ray was performed, which confirmed that no fragments remained within the patient. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical intervention was required beyond the diagnostic imaging performed to confirm the absence of retained fragments.